Manufacturer narrative:
The investigation for the reported controller failure issue has been completed. The product was returned, and the issue was confirmed. Data analysis: complaint intake is consistent with what was found in the logs. Logs from the date of the complaint show the following: 26/10/21 10:51:38 imcgui: event set: #1029 from 40 (0) - controller failure (epm1 sw corruption). Device analysis: console booted alarming for controller failure. When reviewing logs again, the controller failure was the same as the alarm exhibited in the field. A known good impellatronics board was swapped and resolved the controller failure on next boot. Per the results of the clinical review and investigation, the root cause was determined to be corruption of the epm firmware on the impellatronic board. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) had multiple controller failure alarms. There was no report of patient harm or injury.